Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, leakage was noted from the secondary clave port. It was reported the therapy was not interrupted. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.